Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying 63 mg/dl and they did not feel well and stated their bg meter was displaying 268 mg/dl. The patient drove themselves to a clinic where they were advised to go to the emergency room (ER). While in the ER, the patient was treated with 20 units of insulin via intravenous (IV) therapy and was discharged the same day. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.